Event description:
It was reported that during a biopsy procedure, after the first sample pass, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the drop test, the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the left side bumper was bent. Therefore, the investigation is inconclusive for self activation. The bent left bumper is most likely root cause of the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy procedure, after the first sample pass, the device allegedly self-activated. There was no reported patient injury.